Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error e226 during a diagnostic procedure involving an olympus gastrointestinal videoscope. The customer suspected that the error was caused by the device being dropped by the doctor. There was no patient injury reported.